Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in concomitant medical products, update device evaluated by MFR, and to provide the completed investigation results. One 6fr angio-seal vip was received for product evaluation. The carrier tube assembly and arteriotomy locator were returned. No other accessory components were returned. Visual inspection of the arteriotomy locator revealed multiple blockages of bloodlike substances within the inner lumen. The arteriotomy locator was then subjected to microscopy. No anomalies were observed within the blood inlet holes and drip hole on the arteriotomy locator. No other visual anomalies were noted. There were no outward signs of damage or deformation. There was no damage noted with carrier tube assembly as well. Dimensional testing was performed, the inner diameter of the drip hole was measured to be 0.022" which was within the specification of 0.022" +/-0.003". The inner diameter of the blood inlet holes on the arteriotomy locator measured 0.054" which was within the specification of 0.056" +/-0.002". All measurements were found to be within the manufacturer specifications. Functional testing was performed, and a new hemostasis sheath was obtained. The locator was inserted into the sheath and an audible and tactile snap were confirmed. The alignment of the blood inlet holes was checked, and no anomalies were found. The drip hole was checked for flash or other obstructions and none were found. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal arteriotomy locator and sheath were inserted over the wire, the patient felt a sudden sharp pain. There was no pulsatile flow from the arteriotomy locator. The device was removed, and another was used of the same lot without issue. The estimated blood loss was less than 250cc. The patient's condition was reported to be stable and the procedure was completed. Additional information was received on 09sep2019. The procedure was a left heart catherization.